Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated and a suprarenal aortic extension. Subsequently, upon a routine follow-up on (B)(6) 2016, it was discovered that the patient had a type 3a endoleak with full separation of components. On (B)(6) 2016, the physician did a reline by implanting a bifurcated and two infrarenal aortic extensions to correct. Patient is in stable condition.